Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that her filters turn black. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging that her filters turn black. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device evaluation information was received on 04/10/2024 and section h11 should be reported as: the manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is shutting off, humidifier not working and not reaching the pressure. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. During the evaluation observed the pca with electrical damage. The customer complaint was reproduced. There was no error has been identified. The device was scrapped. Box h was updated in this report.